Manufacturer narrative:
H3 device evaluation - the driver's tip is fractured with the fracture plane approximately at a 45 degree angle relative to the driver's longitudinal axis. This type of fracture is indicative of combination loading. It is believed that torsional loading in combination of bending moments resulted in the observed failure. It can not be ascertained if prior loading conditions resulted in initial crack formation which culminated in the failure during this procedure. Review of device history records found forty (40) pieces of lot 33590mm released for distribution on 6/30/2015 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are recommended.

Event description:
It was reported that an extension of an existing construct as performed on october 5, 2023, utilizing the reform pedicle screw system. During the procedure the tip of the lock-screw torque driver (39_rd-0060) broke while removing a lock screw using a regular t-handle. The broken tip was removed and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure.

Event description:
It was reported that an extension of an existing construct as performed on october 5, 2023 utilizing the reform pedicle screw system. During the procedure the tip of the lock-screw torque driver (39-rd-0060) broke while removing a lock scew using a regular t-handle. The broken tip was removed and the procdure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure.

Manufacturer narrative:
H3 other - information received indicates that the product will be returned for evaluation but has yet to be received. Upon receipt and investigation completion a follow-up medwatch will be submitted.